Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Reportedly, the customer experienced elevated blood glucose (bg) levels due to the reported issue; however, a value was not provided. Although requested by tandem technical support, the customer declined to provide any additional information regarding bg level. Reportedly, the customer continued using the pump for insulin therapy.